Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the low pressure alarm sporadically occurred. A doctor checked the tube and found the pilot balloon had deflated. The cuff was pretested prior to use. No patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not return the sample for analysis. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.